Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was chipped after being struck by a child¿s toy, rendering the touchscreen inoperable for unlocking and icon selection; the patient¿s reported blood glucose was 72 mg/dl and blood glucose was not affected by the event. Symptoms included no adverse clinical effects. Outcomes included a replacement ilet shipped to the patient with instructions to return the original device using a provided shipping label, guidance to shut down the original device to avoid alerts, and notice that data would not transfer to the replacement and that startup would be required; the patient could continue cgm use with dexcom g7. Investigation included customer service assessment and logistics review of replacement and inspection of the returned device. Investigation of this device revealed physical damage to the device display consistent with external impact, with no evidence of device malfunction prior to damage. It was concluded, based on previously established findings for similar reports, that the cause was user environment impact leading to mechanical damage to the screen.